Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had a blister on his back under the garment. The patient's physician prescribed the patient an ointment to use on the blister. Follow-up indicated that the blister was improving.